Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of coital bleeding ('bleeding after sex') in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced coital bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2014. At the time of the report, the coital bleeding outcome was unknown. The reporter considered coital bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of coital bleeding ('bleeding after sex') in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced coital bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2014. At the time of the report, the coital bleeding outcome was unknown. The reporter considered coital bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.